Event description:
After surgeon inserted the olympus laser cystoscope sheath 24f product #a22040a, he stated that the tip broke off in the patient's bladder. The surgeon removed all the broken pieces and the patient was unharmed.